Event description:
Reference number (B)(4) event occurred in denmark. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. The infusion set was in use for two days. No further information available.